Event description:
Iabp alarmed and put itself on standby. Blood noted in distal end of catheter, closest to hub. Iabp console changed out and iabp able to inflate in pediatric mode. Iabp was removed.